Event description:
It was reported that during device inspection at the user facility the device was found to have a led lens cover missing from it. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the black lens cover fell off the led was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during device inspection at the user facility the device was found to have a led lens cover missing from it. No patient involvement or procedural delays were reported with this event.